Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion. Review of the diagnostic data available within the latitude remote patient monitoring system showed that the battery was depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected to be returned for analysis, as the local field representative confirmed the device was lost at the facility following the replacement procedure.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.